Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). UDI#: (B)(4). H3: analysis of the 97755 intellis recharger s/n (B)(6) revealed that "no device found" message was shown. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they spent 2 hours recharging the implanted neurostimulator (ins) battery and couldn't increase past 50% and they saw an unknown "call medtronic" error message since about 5 days ago, in 2023. The pt was helped inspect the recharger antenna (rtm) cord, rtm plug, and controller port, but no visible damage was detected. Reviewed rtm placement with the pt and they noted they could feel the outline of the ins battery, this was understood to be normal. Pt initiated a recharge session to their ins with excellent quality, but then they saw the "poor recharge quality, try again" screen and couldn't advance to recharge the ins battery. Pt said they were just sent a new rtm but now the controller was not working. Then yesterday the controller was in a different language. Pt noted it was also saying m03 call medtronic when trying to charged their back. The rtm also got warm to the touch on the back from the cord to the relay box. Pt said it was not working and it constantly said to locate a device. During call ps noticed the pt was still using their defective rtm from rtg0415595. During call ps had the pt unlock the controller and they were getting no device found in english, pt said their back was not charged. Pt called back stating they received the replacement recharger but the controller does not seem to be taking a charge. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed flashing green flashing light above screen; controller is 40 percent and recharging and implant is 50 percent. Agent reviewed with caller everything appears to be working as intended. Caller will charge controller and then charge implant. No symptoms were reported.